Event description:
It was reported by the customer that a pyxis medstation es system tower door 2 experienced repeated failures. The customer reported that this issue with the tower doors were hindering access, which resulted in delays as nurses had to retrieve the storage space screen and execute a recovery procedure prior to dispensing medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the door initially recovering properly but subsequently failing shortly after. A field service engineer replaced latch assembly and replaced controller to resolve. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.